Event description:
Patient had previously undergone surgery for placement of a peanut plate with two screws to bridge the physis on his right lower leg. When the patient was seen earlier this year, it was noted that one of screws had broken. He was brought in to have the peanut plate and a portion of the broken screw removed, and new hardware inserted. The plate was removed along with one screw, and the screw head from the broken screw. The remainder of the screw was buried in bone and left in place. A new plate and screws were inserted to guide growth to correct the blount's disease deformity.